Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's motor may be malfunctioning. Blood glucose level at the time of the incident was over 400 mg/dl. Blood glucose level at the time of the call was 215 mg/dl. The caller was sent a tubing clamp to complete troubleshooting. During a follow up call, the customer's mother reported that the insulin pump had some no delivery alarms. Blood glucose level at the time of the call was 324 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.